Event description:
It was reported that the insulin pump has a crack. Customer is experiencing high blood glucose. The current blood glucose reading is 409 mg/dl. Customer has treated the high blood glucose with a bolus. The crack is located on the reservoir compartment. The crack has been there for awhile. The insulin pump will be replaced. Customer declined to troubleshoot for the high blood glucose. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.